Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during setup of a replacement ilet device, the user was unable to lock an insulin cartridge into the pump using the connector; inspection showed the chamber was clear, the connector locked normally without a cartridge, and a different empty cartridge locked smoothly, indicating the original cartridge was defective. Symptoms included hyperglycemia with a reported blood glucose of 202 mg/dl. Outcomes included completion of setup with a new filled cartridge and normal device use. Investigation included guided troubleshooting and functional checks of the chamber and connector with and without alternate cartridges. Investigation of this case revealed a defective insulin cartridge that prevented proper locking, while the device and connector functioned as expected when used with a different cartridge. It was concluded, based on previously established findings for similar reports, that the cause was user equipment issue attributable to a defective disposable cartridge rather than a pump malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.